Event description:
It was reported that the patient was experiencing a decrease in coverage of pain areas. It was also reported that the patients leads had high impedances. The patient underwent a revision procedure and was doing well postoperatively.

Manufacturer narrative:
Sc-2317-70, sn (B)(6). The returned leads were analyzed, and visual inspection revealed that the lead was cleanly cut into three pieces approximately 61.5 cm from the proximal end of the lead and the distal end portion of the lead was not returned. The clean-cut damage is a result of a typical explant procedure, and it is not considered a failure. Electrical test could not be performed due to the cut lead body. With all the available information, boston scientific concludes it was unable to confirm the reported event was confirmed. No other anomalies were identified on the returned portion of the lead aside from the clean-cut. However, a labelling review found that the reported event is a known risk of implanting a pulse generator as part of a system to deliver spinal cord stimulation. Therefore, the probable cause selected is known inherent risk of device.

Manufacturer narrative:
Sc-1160 sn: (B)(6). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that the patient was experiencing a decrease in coverage of pain areas. It was also reported that the patients leads had high impedances. The patient underwent a revision procedure and was doing well postoperatively.

Manufacturer narrative:
Exact date unknown, event occurred approximately two months ago. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2317700 model: sc-2317-70 serial: (B)(6) batch: 7075390. Product family: scs-ipg-r upn: m365sc11600 model: sc-1160 serial: (B)(6) batch: 377472.

Event description:
It was reported that the patient was experiencing a decrease in coverage of pain areas. It was also reported that the patients leads had high impedances. The patient underwent a revision procedure and was doing well postoperatively.